Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2016 the subject patient underwent a primary laparoscopic incisional hernia repair, during which a bard/davol ventralight st mesh was implanted and sutured. Full skin closure was achieved with staples. The patient was discharged on (B)(6) 2016. (B)(6) 2017 the patient was diagnosed with recurrent ventral hernia. This ae is clinically assessed to be definitely related to the study device and definitely related to the procedure. This has been assessed as a non-serious adverse event of mild severity and has not resolved. There has been no action taken at this time and the outcome for this ae is reported as not recovered/not resolved.

Manufacturer narrative:
As reported, the patient developed hernia recurrence post-implant of ventralight st mesh. As reported, the ae is not resolved. The clinician has assessed the patient¿s postoperative course as being ¿definitely¿ related to the study device and to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Device not returned - remains implanted.